Event description:
A 46 year old male with a history of three prior knee surgeries required a total knee arthroplasty which was performed in 1996. He returned 3 months later complaining of severe pain and a grinding sensation in the operative knee. This required a partial revision of the right knee. The surgeon noted that the patellar component was displaced and free floating. He further noted failure of the cement at the patella and the polyethylene from the tibia was impacted with cement fragments. It is unk if the failure was due to a failure of the cement, the patella component or some other factor.